Event description:
The complaint report indicates that during manoeuvering the bed into the scanning room, the bed unexpectedly moved on its own. The bed entrapped the care worker¿s right knee against the door frame. The caregiver activated indigo module, pushed the bed and let it go. The bed was stopped using emergency button. The caregiver did not have any injury due to the incident. No defect was found during product's inspection.

Manufacturer narrative:
Pending investigation. Once the investigation is completed, the final report will be provided. The device is distributed outside the us and no gudid information exists. (B)(4).

Manufacturer narrative:
The complaint concerns indigo module which allegedly moved on its own during maneuvering the bed into the scanning room and entrapped the care workers¿ right knee against the doorframe. There was no injury. In the course of the investigation it was established that the product did not have the software update performed before the complaint. Additonal information indicates that the caregiver activated the indigo intentionally, pushed the bed in the given direction, then let it go and walked around from headend to footend to maneuver the bed into doorway. That is when the entrapment occurred. The bed was stopped using stop button. Product instruction for use (IFU) states that the indigo can be activated in confined spaces, but it is important to ensure there is space to operate the bed. "In most cases, it is beneficial to keep indigo activated in confined spaces or crowded areas. Ensure there is space to operate before forward or reverse movement". - the instruction also indicates to maintain contact with the bed "when operating indigo, maintain contact with bed at all times." Two potential causes of the entrapment have been considered: 1. Pcba failure causing acceleration. This hypothesis was reviewed and concluded possible for the bed which did not have the correction completed. The bed was evaluated and the alleged moving on its own was not recreated. The action in united states is pending execution with 71 % competion rate. 2. Training issue. The customer last training was completed 3 years ago and available information suggests that the product instruction for use might not have been followed. The caregiver pushed the bed and let it go, meaning that the contact with the bed was not maintained all the time. Additionally, depending on how hard the bed was pushed, it could accelerate at the beginning, as intended. The technician evaluated the bed and did not find any failure, therefore the hypothesis that the bed was pushed hard enough to move forward, is possible. It would then suggest that the bed was working as intended, however, the caregiver might not have been aware of the bed's functionality to sum up, the bed was evaluated by the arjo service technician who could not recreate an alleged moving on its own, from that perspective it has been determined that the bed meets its specification. When the alleged moving occurred, the bed was being maneuvered into the scanning room and therefore the bed was used for treatment at that moment and was involved in the event.